Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reports right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: observed biological tissue next to the device in the photos but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Health professional reported right side "ruptured implant" and "painful swollen encapsulated hard / distorted / ruptured - found perioperatively". The device has been explanted and replaced.